Event description:
While using endoscope hemostasis clip from previous day was expelled into colon of above pt. Endoscope had been cleaned and reprocessed per MFR recommendations and hospital policy, yet hemostasis clip remained in endoscope channel until next pt use.